Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc and pe post filter implantation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported some post vena cava filter deployment, the filter perforated and filter limbs perforated the ivc wall. Furthermore, the patient experienced pulmonary embolism and dvt. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported sometime post vena cava filter deployment, the filter perforated and filter limbs perforated the ivc wall. Furthermore, the patient experienced pulmonary embolism and dvt. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately one month post filter deployment, CT revealed a small cyst suspected in the dome of the filter. Subsequently, a few days later, CT revealed an ivc filter was noted and ivc thrombus extending above the filter. Eventually two days later, CT revealed an incidental bilateral segmental pe. An ivc filter was in place and there was right lower lobe segmental pe are identified. Approximately four months later, CT revealed a tiny sub acute or chronic right lower lobe sub segmental pe. On the same day, CT abdomen, revealed the ivc filter with limbs extending beyond the ivc wall. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.